Event description:
The device memory was reviewed a couple months later by a boston scientific quality assurance engineer. The new data indicates that the overall current may have significantly increased in the past month. Based on this new data with reduced longevity, engineering recommends replacing the device and returning it to boston scientific for analysis. The device remains in service and there was no mention of a scheduled replacement at this time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a fault code for voltage too low for projected remaining capacity. A memory download was performed which confirmed the low voltage fault was declared on (B)(6) 2012 due to three daily voltages below the voltage threshold. Engineers confirmed the voltage continues to fall. A longevity calculation was performed using the device memory data and values were within nominal values. The device hardware is not detecting the loss of battery energy and due to this all battery status indicators are inaccurate and not properly reflecting the depleted condition. Engineers noted that from the last year's worth of daily battery voltage measurement data, it appears the device has been experiencing a high current draw that may have recently increased significantly. As a result, device replacement was recommended. Additional information was received that the physician was reluctant to replace the device as the patient's ejection fraction and condition have been improving and may no longer need the device. The patient has not received therapy so the physician wanted to discuss leaving the device in but was concerned with how pacing will continue. Engineers discussed the battery status is very unpredictable, however estimates approximately one year remaining, but discussed that no output is possible. The physician has elected to monitor the patient on a month to month basis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device revealed no anomalies. The battery status was confirmed to be beginning of life (bol) with a voltage of 2.89 volts. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Should any new information be obtained, this report will be updated.

Manufacturer narrative:
Additional information was received that the device was explanted and replaced approximately three months later. The device has been received for laboratory analysis. Upon completion from analysis, this report will be updated.